Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. No product is available for investigation; however, in the event that heartmate ii lvas, serial number (B)(4) is returned this complaint will be reopened. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 01nov2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. Due to hospital policy, no further information was provided.